Manufacturer narrative:
It was reported that with a primed circuit, the pressure readings could not be zeroed. The failure occurred during service. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation on 2024-03-14/16. The fst tested the cardiohelp with a patient simulator and found no pressure issue. The fst could not replicate the failure, hence no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops or pressure alarms were observed on date of event, 2024-03-13. According to the fst, the root cause was a defective test circuit (hls set), which was used by the user. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-03-19 for the period of 2020-10-07 to 2024-03-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-07. Based on the results the reported failure "pressure could not be zeroed" could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the battery calibration failure will be further investigated in complaint # (B)(4).

Event description:
Unit will not start battery calibration and with a primed circuit on, the pressure readings are not zeroing. No patient involved. Complaint ID # (B)(4).